Event description:
On (B)(6) 2018, patient brought in eclipse homepump (model # e102000; lot # 0008033007) filled with daptomycin 500 mg/ns 100 ml in which tubing broke off. This occurred between (B)(6) 2017 to (B)(6) 2018.